Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the dye study was normal and the cause of the volume discrepancy was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen, morphine, and bupivacaine via an implantable for spinal pain. It was reported a volume discrepancy occurred on (B)(6) 2019. The specific volume information was unknown. The patient was redirected to follow-up with their healthcare provider. The patient had a dye study performed on (B)(6) 2019. The results were not provided. No symptoms were reported. No further complications were reported or anticipated.